Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, air bubbles were observed within the pump supplies and the cusotmer had been using the cartridge for 3-4 weeks. Tandem techncial support educated the cusotmer that the cartridge is approved for 2-3 days of use and using beyond is considered off label per the tandem user guide. The cusotmer's blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer attempted to address the elevated bg by a bolus via the pump. Ultimately the cusotmer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenious fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025.